Event description:
It was reported that a transfer set was leaking from an unspecified location. There was patient involvement but it is unknown at what step the leak occurred. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of a leak was not verified. A batch review was performed with no issues found related to the manufacturing of this lot. The sample was not returned for evaluation, therefore a device analysis could not be performed and a cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.